Event description:
It was reported, the patient is not receiving stimulation in the desired location. The patient reported he has never received effective coverage from the scs system. Reprogramming was attempted multiple times without success. The patient plans to meet with his surgeon to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.